Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely the phenomenon occurred due to external / unexpected stress to the ccd (charge-coupled device) unit by user handling, causing the image failure. Handling of the device is described in the following, as identified within the instructions for use: "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head".

Manufacturer narrative:
The device was returned to the service center (oci). The evaluation confirmed the no image condition due to a defective ccd (charged coupled device) unit, however, the cable unit was intact with no cut. The device was repair/exchanged and returned to the customer. The device was sold on (B)(6) 2019 with no previous repair records. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During reprocessing, the high definition autoclavable camera head was reported to have a "cut cord, no picture". No patient involvement was reported.